Manufacturer narrative:
Investigation summary bd received three photos for investigation, which were visually evaluated and confirmed the failure modes indicated by the customer. Additionally, 100 retained samples were visually inspected, with no visible defects observed. Functional tests were performed on 10 retained samples, and all tubes were within specification limits. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: draw volume and sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, an unspecified number of tubes underfilled and exhibited hemolysis. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, an unspecified number of tubes underfilled and exhibited hemolysis. There was no health impact or consequences reported.